Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead showed pacing failure. A check of the lead showed loss of capture and high thresholds. A lead dislodged was alleged. The lead was successfully repositioned and remains implanted. No additional adverse patient effects were reported.